Event description:
Audio & visual blood leak alarms on dialysis machine activated. The dialyzer was checked with the hemastick and showed positive for large amount of blood. Blood lines were clamped. Dialysis setup was removed without returning blood to pt. Pt in stable condition. Will check hemoglobin and hematocrit next treatment due to loss of setup.